Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer forgot the pump was connected to a power source and the usb cable was tugged out of the usb port. The customer stated the pump intermittently charges despite the attempt of multiple usb cables and wall adapters. There is visible damage observed to the usb pins. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.